Manufacturer narrative:
Date of event: the events occurred between (B)(6) 2022. Initial reporter phone no.: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that recurrent leaks were observed at the female connector of a minicap extended life pd transfer set. This occurred during use of the device for peritoneal dialysis therapy. The leaks were observed at the tip (female connector) of the transfer set even though the twist clamp was closed properly. There was no leakage when the transfer set was connected to the patient line or when the betadine plug (cap) was attached; the leaks were observed when the caps were removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the sample was received for evaluation with a cap on the female connector. A visual inspection with the naked eye and magnification was performed and a damaged female connector was observed. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak beneath the mini cap. The leak indicated a damage female connector. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.